Manufacturer narrative:
(B)(4) baxter received and evaluated the device. The device was found out of specification in relation to the reported depressed and corroded battery pins, which were observed during physical inspection and considered confirmed. Evaluation found the upper and lower negative and positive pins were depressed with corrosion present on the positive pins. The depressed battery pins do not allow for dc operation. The rear case assembly was replaced to correct the condition. Additional information: (B)(4)

Event description:
It was reported that a spectrum pump had depressed and corroded battery pins. It was also reported there was no patient involvement.